Event description:
It was reported that an ilet user experienced three insulin cartridge leaks within a 24-hour period, with each replacement cartridge observed to be wet after installation despite no bent cannula and no occlusion or other pump alerts; dosing resumed after the final change and blood glucose began to decline. Symptoms included hyperglycemia with a reported blood glucose over 300 mg/dl that later decreased to 185 mg/dl. Outcomes included temporary loss of therapy delivery and need for multiple cartridge changes, with subsequent recovery after successful replacement; there was no hospitalization. Investigation included a troubleshooting review of the user¿s supply change procedure by an agent, verification that steps were performed correctly, and collection of the cartridge lot number. Investigation of this case revealed a suspected cartridge leak consistent with a device component failure of the cartridge, as evidenced by repeated wet cartridges and accelerated insulin depletion from approximately 150 units to 55 units without corresponding delivery or alerts. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge integrity issue consistent with product malfunction.